Event description:
(B)(4). Event occurred in the united states. The patient reported that from last 4 to 6 weeks, he had issues with his infusion sets as the tubing detached from quick release. The patient stated that the infusion set tubing might have been pulled when he was getting dressed. The site might had been on the leg and one was near the stomach below the belt line and the pump was in the pocket. The infusion was in use for a day or two. Reportedly, the infusions were kept in the bathroom away from the shower. The patient reported, tubing might have been pulled when she was getting dressed. The patient pulled one set but not the other and pump was not dropped with the infusion set connected to the patient's body. No further information available.